Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A low glucose readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified low scan result on the ADC device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "numbing legs, pain". The customer treated it with Lidocaine. An ambulance was called and they presented the customer to a hospital, where they received unspecified intravenous drip from a healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.